Manufacturer narrative:
Tech found that intermediate e siderail would not latch due to a broken center arm. The technician replaced the broken center arm to resolve the issue.

Event description:
Technician alleged that the intermediate siderail was not able to latch. No injuries reported.